Manufacturer narrative:
Catalog number updated from 04j27-22 on initial report to 04j27-32. Additional serial numbers ((B)(4)) were added. Customer returns were requested but were not received for evaluation. Three (B)(6) specimens have been tested, with a retained sample of reagent lot 19114li00 and 17246li00 showing normal performance without (B)(6) results. In addition two commercially available seroconversion panels were tested to assess the clinical sensitivity of both reagent lots. The obtained results were compared with architect hiv ag/ab combo test data from the manufacturer and both panel reagent lots 19114li00 and 17246li00 detected the same bleeds as reactive with comparable s/co values as the data from the manufacturer. The investigation team reviewed the complaint records for the affected reagent lots. This review did not identify any problems relating to the customer observation. Additionally, the performance was investigated by completing a review of manufacturing and testing records for the lots. This review did not reveal any events or issues that may have impacted the performance in relation to the complaint issue. Based on this investigation, it is concluded that the architect hiv ag/ab combo reagent lots are performing acceptably. The customer has been advised that the architect hiv ag/ab combo assay has been designed to detect (B)(6) infected patients as early as possible during initial infection. It is intended to be used for diagnosis of untreated patients and not for monitoring of known infected patients. The architect hiv ag/ab combo was not designed to detect these kinds of samples. Generally monitoring of (B)(6) patients is performed by regular monitoring of (B)(6). No product deficiency was identified.

Event description:
A patient sample generated (B)(6) architect hiv ag/ab combo results using two reagent lots. The same sample tested axsym hiv (B)(6). In (B)(6) 2012, the patient had a high viral load of 2,000,000 copies/ml. In (B)(6) 2013, the patient tested architect hiv ag/ab combo (B)(6) several times ((B)(6) lot 19114li00). The sample was processed on another architect analyzer (belonging to a distributor ) with a (B)(6) architect hiv ag/ab combo result ((B)(6), lot 17246li00). No specific information was provided regarding the architect analyzer belonging to the distributor. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar u.s. Product distributed in the u.s., architect hiv ag/ab combo, list 2p36. (B)(4). A followup report will be submitted when the evaluation is complete.